Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The inspection revealed a defective pressure transducer printed circuit board (pcb) and that the reported issue was resolved by replacing it. The device logs were not provided for further analysis and the replaced part was not returned for further investigation. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer pcb.